Event description:
After an implantation period of approx. 11 months, oversensing on the ventricular channel was observed via homemonitoring. A follow-up was performed with provocation test.

Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The provided iegms showed artefacts on the right ventricular channel leading to oversensing as reported in the complaint description. Furthermore a decrease of the sensing trend curve was noted from around 18mv between march of 2019 and july of 2019 to 9mv in september of 2019. The available x-ray image confirmed that the mentioned predecessor protego lead was implanted nearby the plexa. It cannot be excluded that an interaction of both leads took place leading to the electrical peculiarities. In conclusion, based on the available information, the integrity of the lead cannot be ensured. However, to determine the root cause of the clinical observations, an analysis of the lead itself would be necessary. Should additional information or the device itself become available for analysis, the investigation will be updated.

Manufacturer narrative:
On 19-sep-2019, noise was found on home monitoring, and it was reported that the device failed to sense and pace. A follow up was performed and it was not possible to induce noise with movements. The lead was explanted and replaced on (B)(6) 2019. We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The provided iegms showed artefacts on the right ventricular channel leading to oversensing as reported in the complaint description. Furthermore a decrease of the sensing trend curve was noted from around 18mv between march of 2019 and july of 2019 to 9mv in september of 2019. The available x-ray image confirmed that the mentioned predecessor protego lead was implanted nearby the plexa. It cannot be excluded that an interaction of both leads took place leading to the electrical peculiarities. In conclusion, based on the available information, the integrity of the lead cannot be ensured. However, to determine the root cause of the clinical observations, an analysis of the lead itself would be necessary. Should additional information or the device itself become available for analysis, the investigation will be updated.

Manufacturer narrative:
On 19-sep-2019, noise was found on home monitoring, and it was reported that the device failed to sense and pace. A follow up was performed and it was not possible to induce noise with movements. The lead was explanted and replaced on (B)(6) 2019. Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection revealed abrasion marks along the lead body. Further inspection showed a squeezed and deformed lead body approximately 32.5cm distal to the df4 connector pin. In this region the insulation was damaged. These findings can be considered as the root cause of the reported oversensing. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular first rib entrapment as mentioned in the complaint description. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.